Event description:
The surgeon performed a bicompartmental partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). When burring had been completed, the surgeon placed the implant trials. The femoral and patellofemoral trials were impinging each other in the anterior flange area. The surgeon attempted to place smaller size trials, but still observed impingement. Upon verifying the femoral checkpoint using the rio, the system displayed an error value of approximately 10 mm from plan. The surgeon attempted to shift the location of the patellofemoral component, without success. The surgeon determined that the proper course of action was to convert to a total knee replacement procedure.

Manufacturer narrative:
An evaluation of this event was conducted by mako surgical. The results of the evaluation are inconclusive; however, the most likely cause of the issue is movement of the femoral array during the case. The event report stated that the rio displayed a 10 mm error value for the femoral checkpoint; this value was not stored in the case session file, but would indicate inadvertent movement of the femoral array. Movement of tracking arrays is a known risk of surgical navigation, and is included in the partial knee application user guide.